Event description:
It was reported that the infusion device displayed m-24 error messages (=occlusion) and the pump user was hospitalized for three days because of high blood glucose values of 40 mmol/l. At the hospital, the user was treated with insulin administration via perfusor. After stabilization, the patient switched to insulin pen therapy and after returning home she started therapy with a new pump. The patient believes a bent cannula could have led to the issue, however, the patient did not notice a bent cannula at the time of the event. It is not known whether the m-24 is the cause of the serious injury with hospitalization.

Manufacturer narrative:
The event occured outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.